Manufacturer narrative:
Eval summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code 4 to occur.

Event description:
It was reported that during a gastric bypass, the handpiece was set aside because it became hot and then an error 4 appeared during use. The customer used another handpiece with no pt consequence.